Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the healthcare provider encountered a pump memory error and service code 112 when interrogating a pump today. The healthcare was brought on the call and confirmed that pump was not alarming prior to interrogation and logs do not show any issues with the pump. The healthcare provider was advised to enter appropriate drug info and update the pump; the healthcare provider completed the pump update. The troubleshooting steps that were taken on the call resolved the issue.